Manufacturer narrative:
Additional components involved in the event: product family: drg lead model: mn10450-50a, UDI: (B)(4) , serial: (B)(4), batch: 7762940. A patient experienced lead migration was reported to abbott. As a result, the patient's right t12 lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that one of the patients leads migrated. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. The investigation did not determine which lead migrated.